Event description:
Infant prepped with duraprep by scrub nurse. Attending physician also performed a duraprep and began use of electrosurgery. Small flame erupted around area of left thoracic incision.